Event description:
The pt received his scs system including an ipg and percutaneous lead on (B)(6)2007. It was reported that the pt was not receiving stimulation in the area where he needed it. Fluoroscopy confirmed the lead had not migrated. Reprogramming was attempted but did not resolve the reported issue. The physician implanted an additional lead on (B)(6)2008, in order to restore stimulation to the desired area. Follow up on the pt found that no further issues have been reported. The lead was not returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.